Event description:
The account stated that they were transporting a pt on the bed and the right foot caster stem broke off the bed. No injury.

Manufacturer narrative:
The technician replaced the caster to repair the bed.